Event description:
Instrument tip of the davinci was observed on the screen. A small piece, approximately 8 mm x 10mm, broke off from the tip. The piece was seen briefly but then lost in the abdominal cavity. An attempt was made to locate it but the piece was not found. The device was in use for approximately 2 hours before the event occurred.